Manufacturer narrative:
The reported event of stylet could not be removed and damage during implant on left ventricle lead was confirmed. As received, a complete lead was returned in one-piece. The cause of the reported events were due to bunched up polytetrafluoroethylene coating of the stylet and inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Event description:
It was reported during implant of the left ventricle (lv) lead, the lv lead was damaged while attempting to pull out the stylet after slitting sheath. The stylet could not be removed from the left ventricle lead. Therefore, the lv lead was removed with stylet stuck in it. The lv lead was replaced during the same procedure on (B)(6) 2021. No patient consequences.